Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip close cable was found to be broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. Other cables at wrist are not damaged. No other damage was found. Pics are attached. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the mega needle driver instrument cable was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.